Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v902308, implanted: (B)(6) 2012, product type: lead.

Event description:
Patient reported that she was worried about her lead and battery at the spot where they connected because she kept getting poor communication. She could feel the lead wire running up her neck and the implant was sticking out because she was skinny. She has an appointment coming up in another week or two with hcp and would try to move it up. The indications for use for this patient were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.